Manufacturer narrative:
Device return is not required. (B)(4).

Event description:
On (B)(4) 2017, the reporter contacted animas, alleging a cgm (dex 012) issue. It was reported that the continuous glucose monitoring (cgm) readings were inaccurate as compared to the finger stick blood glucose (bg) values. The cgm read 70mg/dl and the bg meter read 128mg/dl. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may result in the user reacting to incorrect continuous glucose monitoring data which may lead to bg excursions.